Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out. Externalized conductors were observed on the riata lead between the rv coil and rv ring. No electrical anomalies were detected. The lead remains implanted and in use. The patient will continue to be monitored.